Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from a hole in the tubing just underneath the drip chamber. This occurred during infusion of chemotherapeutic medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed that the set was leaking at the junction between the tubing and the drip chamber. Additionally, the tubing was noted to be under-inserted into the drip chamber. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. Retention samples were also evaluated. Visual inspection on the retention samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was then performed, and the retention samples were found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.